Event description:
Consumer alleged that the left wheel fell of the chair.

Manufacturer narrative:
(B)(4). Malfunction alleged. Consumer alleged that the left wheel fell of the chair. Allegedly this event resulted in end user falling and injuring his leg. End-user stated that he received a scrape on his left leg and did not seek medical intervention.